Event description:
It was reported that during meniscus surgery the doctor decided to use a marshall suture, at the moment of placing the suture, immediately after placing it with the cannula, the needle was introduced into the meniscus to the limit, the first peek was lowered, then it was removed a little and it was again placed, close to the previous point; it was introduced, and the second peek was lowered. The handle of the suture was removed and pulled it slightly; the surgeon realized that the second point was outside the meniscus, the doctor decided to remove the suture, because the peeks of the suture can cause damage to the femoral condyle by friction. No patient injury was reported.

Manufacturer narrative:
No ts or suture remain on the needles or were returned for examination. The actuator is in its t2 post deployment position indicating a complete deployment. The needle is bent. Device was functionally tested for proper actuator advancement and cycling, the device did not function as intended due to the bent needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted at this time.